Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to difficult to deflate and size incorrect for patient, which include but are not limited to a device size wrong selection that could lead to issues on the deflation of the device. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams ambicor instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had tight corporal bodies and long proximal measurements which made the break point of device very proximal, this made it difficult for the patient to deflate the device. A surgical procedure in which they were able to deflate the device with patient asleep, the doctor decided it would be too difficult for patient to keep using the ambicor penile prosthesis (app) and it was replaced with tactra. There was no device malfunction nor patient complications.